Event description:
A philips employee became aware of a journal article (published online 16mar2024) ¿outcomes of excimer laser ablation (ela) combined with drug-coated balloon in atherosclerotic lesions of the popliteal artery¿. The article retrospectively reviewed a study to investigate the efficacy and safety of excimer laser ablation (ela) combined with drug-coated balloon (dcb) for these lesions. A total of 61 patients treated from june 2019 to december 2021 were enrolled in the study. All lesions were sequentially treated with spectranetics turbo-elite laser atherectomy catheters and non-philips drug-coated balloons (dcbs). Patients underwent clinical follow-up at 6 and 12 months. Three (3) patients experienced flow-limiting dissections, 3 distal embolization, 3 re-interventions, and 2 major amputations at 12 month follow-up (MDR #3007284006-2026-00093). Additionally, 1 male patient suffered from acute ischemia at 6 months. He underwent emergent embolectomy and thrombolysis, but the symptom progressed and the above-the-knee amputation was performed. Furthermore, 1 female patient experienced recurrent claudication at 1-year, requiring percutaneous transluminal angioplasty (pta) (MDR #3007284006-2026-00095). Although generalized patient information/medical history was listed within the journal article, specific patient/case detail was not provided for the adverse events involving the spectranetics devices. Additionally, the date of procedure was not listed for these events; therefore, 16mar2024 has been used, the date of publication. Article citation: xiaolang j et al_2024_outcomes of excimer laser ablation combined with drug-coated balloon in atherosclerotic lesions of the popliteal artery. Ann vasc surg 2024 jul:104:196-204. Https://doi.org/10.1016/j.avsg.2023.12.091. Epub 2024 mar 16. This report captures the male patient who suffered from acute ischemia, requiring intervention, resulting in amputation after use of the turbo-elite. There was no alleged malfunction of any spectranetics devices in use during the procedure.

Manufacturer narrative:
A2) patient date of birth and age - not available from facility. A3b) patient gender - not available from facility. A4) patient weight - not available from facility. A5/a6) patient ethnicity and race - not available from facility. B4) date listed is the date the manufacturer became aware. B6/b7) patient information regarding relevant tests/laboratory data or medical history - not available from facility. D4/h4) the lot number was not provided, thus the following information is unknown: model/catalog number, device serial number, unique ID, expiration date, and manufacture date. E) although the journal article originated from china, physician and facility information are unknown; therefore, the information listed is the corresponding author of the journal article. G3) this report is being submitted as part of a retrospective review for literature MDR per CAPA 207. H3) the device was discarded, thus no product investigation was performed. H6) per IFU, acute limb ischemia and amputation are listed as potential adverse events with use of the turbo-elite device. Submission of this report does not, in itself, represent a conclusion by the manufacturer and/or authorized representative or the national competent authority that the content of this report is complete or accurate, that the medical device(s) listed failed in any manner and/or that the medical device(s) caused or contributed to an alleged death or deterioration in the state of the health of any person.